Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.5-12.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 30.9-31.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
It was reported that during device replacement for normal eri, externalized conductors were observed. The lead was explanted and replaced. The patient was stable after the event.